Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the 2.5 x 15 mm xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.

Event description:
It was reported that approximately 26 months post implantation of two xience v stents in the circumflex artery, the patient experienced chest pain. On (B)(6) 2011, the patient was hospitalized for coronary artery bypass graft surgery. Recovery was uneventful and on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Event description:
The two xience v stents were placed in the first diagonal and not the circumflex as previously reported.